Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) system displayed variable right ventricular (rv) and left ventricular (lv) pacing impedances over the last couple of years. The rv pacing impedances ranged for the 500 ohms range to the 1100 ohms range. The lv pacing impedances ranged from the 800 ohms range to the 1600 ohms range. There were no out of range pacing impedance measurements noted. There was no noise on the stored electrograms (egms). The pacing thresholds were good. Technical services discussed possible causes for the clinical observations and provided troubleshooting options. It was noted this patient is followed in the clinic on an annual basis, and followed remotely on a quarterly basis. At this time, this crt-p remains in service and there were no adverse patient effects reported.